Event description:
The customer reported that the monitor on the c-arm would not work and required a re-boot. This event occurred during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative instructed the customer over the phone how to repair the system. The system operates as intended. No further information is available.